Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the device had valve seal damaged while being applied on initial step to insufflate the abdomen. The valve insertion point for insufflation and deflation simply snapped off. No apparent misguided pressure or reason. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection of the device noted. The insufflation port was broken. The obturator, lock collar, valve seal and doors appeared intact. The insufflation bulb was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.